Event description:
The patient's mother reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged solder connection in the power circuit.